Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device has a failure of AED function due to the lack of connection cable to the electrodes. The device was in clinical use at the time the issue was discovered, however there was no reported harm to the patient or user. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the device could not be used in AED mode as the customer did not have a pads cable to use with the device. There was no allegation of a malfunction reported by the customer. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.